Manufacturer narrative:
(B)(4): final analysis of the pump reported a s2 motor feedthru corrosion. The motor failed the high impedance output testing as both m1 and m2 showed a resistance less then 10 megs: m1 = 176 ohms, m2 = 667 ohms. Bridging was seen across the glass of the m1 feedthru. Further testing confirmed a short from m1 feedthru to bulkhead. Lower jewel for rotor magnet and upper jewel for gear two both contained residue and corrosion. Multiple low battery resets (lbrs) was seen in the pump logs and during analysis.

Event description:
The pump was explanted due to elective replacement indicator (eri), scheduled to replace the pump by (B)(6) 2011. No pt adverse events or device issues were reported. The drugs infused via the pump included 3.25 mg/day, clonidine 81.27 mcg/day and bupivacaine 4.063mg/day.